Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The manufacturer¿s field service engineer (fse) replaced the defective data acquisition (da) board to address the reported problem. The unit successfully passed the required performance verification test. The customer returned data acquisition (da) board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported machine pressure accuracy failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.